Event description:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5111852) on 20-sep-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain "I have been experiencing pelvic pain with ovulation and my period" in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2009, the patient had essure inserted. On (B)(6) 2022, she experienced menstruation delayed ("for at least one year I have been have been being seen by doctors for issues with my period, from skipping"). Essure was removed the same day. An unknown time later she experienced pelvic pain (seriousness criteria disability, medically important and intervention required), hypomenorrhoea ("issues with my period very light"), heavy menstrual bleeding ("bleeding through tampons and pads in less than an hour/ clotting"), dysmenorrhoea ("bleeding through tampons and pads in less than an hour with and without severe pain"), arthralgia ("pelvic pain radiates to my hips, back, and areas just above my pelvis ache as well since I first had the procedure"), back pain ("pelvic pain radiates to my hips, back, and areas just above my pelvis ache as well since I first had the procedure"), abdominal pain ("a general ache, tenderness when touching my abdomen,") and hydrosalpinx ("I was diagnosed with a hydrosalpinx"). The patient was treated with surgery (bilateral laparoscopic salpingectomy). At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to menstruation delayed, hypomenorrhoea, heavy menstrual bleeding, dysmenorrhoea, pelvic pain, arthralgia, back pain, abdominal pain or hydrosalpinx. The reporter commented: I experienced some relief between the dates of the fallopian tubes popping and beginning to refill with fluid but, just prior to them bursting each time, I was typically incapacitated by the pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. String generated by auto-narrative. Do not modify change log. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5111852) on 20-sep-2022. The most recent information was received on 27-sep-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of several episodes of pelvic pain ("I have been experiencing pelvic pain with ovulation and my period" and "pelvic pain radiates to my hips, back, and areas just above my pelvis ache as well since I first had the procedure") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2009, the patient had essure inserted. On (B)(6) 2022, she experienced menstruation delayed ("for at least one year I have been have been being seen by doctors for issues with my period, from skipping"). Essure was removed the same day. An unknown time later she experienced a first episode of pelvic pain (seriousness criteria disability, medically important and intervention required), hypomenorrhoea ("issues with my period very light"), heavy menstrual bleeding ("bleeding through tampons and pads in less than an hour/ clotting"), dysmenorrhoea ("bleeding through tampons and pads in less than an hour with and without severe pain/pain menstrual/ I have been experiencing pelvic pain with ovulation and my period"), a second episode of pelvic pain, abdominal tenderness ("a general ache, tenderness when touching my abdomen,"), hydrosalpinx ("I was diagnosed with a hydrosalpinx") and ovulation pain ("I have been experiencing pelvic pain with ovulation and my period"). The patient was treated with surgery (bilateral laparoscopic salpingectomy). At the time of the report, the latest episode of pelvic pain, menstruation delayed, hypomenorrhoea, heavy menstrual bleeding, dysmenorrhoea, abdominal tenderness and hydrosalpinx were resolving. No causality assessment was received for essure with regard to menstruation delayed, hypomenorrhoea, heavy menstrual bleeding, dysmenorrhoea, the first episode of pelvic pain, the second episode of pelvic pain, abdominal tenderness, hydrosalpinx or ovulation pain. The reporter commented: I experienced some relief between the dates of the fallopian tubes popping and beginning to refill with fluid but, just prior to them bursting each time, I was typically incapacitated by the pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-sep-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5111852) on 20-sep-2022. The most recent information was received on 20-sep-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of several episodes of pelvic pain ("I have been experiencing pelvic pain with ovulation and my period" and "pelvic pain radiates to my hips, back, and areas just above my pelvis ache as well since I first had the procedure") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2009, the patient had essure inserted. On (B)(6) 2022, she experienced menstruation delayed ("for at least one year I have been have been being seen by doctors for issues with my period, from skipping"). Essure was removed the same day. An unknown time later she experienced a first episode of pelvic pain (seriousness criteria disability, medically important and intervention required), hypomenorrhoea ("issues with my period very light"), heavy menstrual bleeding ("bleeding through tampons and pads in less than an hour/ clotting"), dysmenorrhoea ("bleeding through tampons and pads in less than an hour with and without severe pain/pain menstrual/ I have been experiencing pelvic pain with ovulation and my period"), a second episode of pelvic pain, abdominal tenderness ("a general ache, tenderness when touching my abdomen,"), hydrosalpinx ("I was diagnosed with a hydrosalpinx") and ovulation pain ("I have been experiencing pelvic pain with ovulation and my period"). The patient was treated with surgery (bilateral laparoscopic salpingectomy). At the time of the report, the latest episode of pelvic pain, menstruation delayed, hypomenorrhoea, heavy menstrual bleeding, dysmenorrhoea, abdominal tenderness and hydrosalpinx were resolving. No causality assessment was received for essure with regard to menstruation delayed, hypomenorrhoea, heavy menstrual bleeding, dysmenorrhoea, the first episode of pelvic pain, the second episode of pelvic pain, abdominal tenderness, hydrosalpinx or ovulation pain. The reporter commented: I experienced some relief between the dates of the fallopian tubes popping and beginning to refill with fluid but, just prior to them bursting each time, I was typically incapacitated by the pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: correction due to discrepancy between coding action item and match point coder query: event"I have been experiencing pelvic pain with ovulation" also splits into ovulation pain and dysmenorrhoea, pelvic pain radiates to my hips, back, and areas just above my pelvis ache as well since I first had the procedure was recoded to pelvic pain. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.